Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on an unknown date. During the procedure, they tried to deploy and release the clip, but it would not release from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.